Manufacturer narrative:
The product was not returned for evaluation. Therefore, an investigation for cause was unable to be performed. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident were observed. The reported complaint was not confirmed.

Manufacturer narrative:
It is unknown if the device will be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A distributor reported on behalf of the customer that a c2602 cusa excel 36khz straight handpiece was showing failure in vibration system on (B)(6) 2018. It did not pass in vibration test and an alarm showed on the panel. There was no patient contact, injury or delay in surgery. There was no patient prepped for a procedure. Additional information has been requested.